Event description:
The customer stated a false negative architect hbsag result was generated for sample from a pregnant patient who had received a hepatitis vaccine (it was unknown what stage of the vaccine series the patient was at). The initial result was a low reactive. The customer repeated the sample several times receiving both reactive and non-reactive results. A confirmatory test was performed, confirming the positive result. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.